Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The cable was returned for evaluation: failure analysis - the cable passed the inspection and functional tests, issue not confirmed as device functioned correctly. Based on the failure analysis, the root cause of the issue reported by the customer could be due to the defective cable 82-6840 which may have been damaged after mishandling.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 3 reports: other mfg report numbers: 1226348-2020-00290. 1226348-2020-00292. A physician reported when the nurse tried to zero the sensor, the direct link box went red. They used another dl box, and all went well. The patient was transported to his room and the icp went drastically negative and then a ¿?¿ appeared. They recalibrated to the bedside monitor and the value showed a negative value of -17, but a good waveform. The sensor was implanted intraparenchymal and all looks good, however icp ranges between -10 and positive 10. Waveform was still good.